Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touchscreen issue was verified. Based on the analysis, the alleged unresponsive touchscreen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was in a car accident and as a result the touch screen became shattered and unresponsive. Additionally, it was reported that due to the pump casing being damaged, the customer experienced difficulty with removing the cartridge. The customer's blood glucose was 244 mg/dl. Reportedly, customer reverted to manual injections for alternate insulin therapy.